Manufacturer narrative:
The blade had an unattached broken bulb when received. This makes it this investigation inconclusive as it is not possible to determine whether the bulb was damaged by end used while unscrewing or if it was damaged during transit. However, a new bulb was screwed on the blade and the blade was able to light up. This shows that the problem is a defaulted bulb and not a defaulted blade.

Event description:
The customer alleges that "laryngoscope is not lighting." No other details were provided and no patient injury/harm reported.